Event description:
It was reported that the rasp broke off inside the remb recip saw following a procedure. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the slide lock was discovered to be damaged and the machined button was worn. The presence of a damaged slide lock and worn machined button can cause or contribute to the rasp end of the blade breaking inside the blade locking mechanism.